Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting a no tidal volume and positive pressure message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised to perform the pvt to diagnose if there are any flow or pressure issues. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
The customer called back in and informed he performed the pvt with no issues found. The rse advised to discuss with rt before placing back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.